Manufacturer narrative:
The reported event of loss of ble connectivity was confirmed. The provided information was reviewed by abbott engineering and it was determined that the programmer ble connection fails prior to establishing a secure connection with the ble agent of the device during a reconnection attempt. This triggers the device to stop advertising, which results in a disconnection. The device is performing per design.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) exhibited bluetooth low energy (ble) telemetry issue. No intervention was performed. The condition of the patient was unknown.